Manufacturer narrative:
This is one of two events concerning the same patient with different reportable events. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed due to the serial number of the device used at the time is unknown.

Event description:
During routine follow up on an unrelated customer experience it was indicated that the patient was treated for peritonitis on or about (B)(6) 2016. Additional information was solicited.

Manufacturer narrative:
There is a likely temporal relationship between the liberty cycler/liberty cycler set and the patient¿s peritonitis event. However, lack of information about the patient¿s peritonitis event precludes a meaningful assessment of this case. At this time, the etiology for the patient¿s peritonitis infection cannot be determined. Further information has been solicited.

Event description:
"."